Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging from 40-50 mg/dl. Bg cause was not known. Customer addressed bg on (B)(6) 2020 by consuming 3 glucose tablets and a banana and addressed bg on (B)(6) 2020 by consuming glucose tablets and soda. Recommendation was made to consult with a healthcare provider to discuss diabetes management.